Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during the load process and the pump stopped all insulin delivery. Contact reported that the customer experienced an elevated blood glucose level was 301 (mg/dl) that was addressed with insulin injections. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. (B)(4).